Event description:
It was reported that the wake button was not working and difficult to press. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was not adversely impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.